Event description:
While the ventilator was attached to a patient, it stopped working. What appeared was a high pitch alarm and black/white screen with vertical lines. The issue reappeared for the second time since october 2020 where it was not reported. The fault could not be duplicated until now. Possible problems with esm board? Any advice?

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: the issue in this cer is deemed as a reportable event since the malfunction ' disturbed screen and ventilation stopped ' which makes the device switch to ambient mode during ventilation will cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator was a defective esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time for the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to patient or user. As the complaint in this cer was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to get additional information. The allegation in this cer was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above already performed. In future hamilton medical ag will report an event similar as the issue in this cer as it will be deemed as a reportable event.